Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check belt messages. During the call he reported that the "washer connector broke off in his hand". The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt connector damaged, check belt alarms) has been confirmed. As received, the electrode belt trunk connector housing was broken. The connector locking nut was missing and the trunk connector housing was broken. The root cause for the missing locking nut and damaged connector housing was not positively identified, but was likely due to excessive force. No adverse event resulted from the defective connector and missing locking nut. The pt received a replacement electrode belt.